Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the leadless implantable pulse generator (ipg) exhibited a pacing problem in the form of rising and high thresholds. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.